Event description:
A male patient was admitted for coronary intervention (pci) of a type b1 lesion in the lad. A 6fr xb3.5 guiding catheter and a whisperwire ptca guidewire were used to access the vessel. A 3.0 x 33mm cypher select plus stent was prepped for use without difficulty. No anomalies of the device were noted. While advancing the cypher stent through the guiding catheter, the physician noted resistance. While the stent was still within the guiding catheter, the physician inspected the device under fluoroscopy and noted that the proximal struts of the stent were flared. The physician withdrew the device from the system. Another cypher select plus product was used to successfully complete the procedure. There was no reported patient injury. The product has been received and the evaluation is pending.

Manufacturer narrative:
Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Additional information will be submitted within 30 days of receipt.